Manufacturer narrative:
On 5-nov-2025, bwi received additional information regarding the event. Furthermore, on 10-nov-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and prior to the operation the medical team identified that the tip of the catheter was found damaged (cracked) when the package was just opened. A second device was used to complete the operation. There was no adverse event reported on patient. Device was not used in patient. Device evaluation details: visual analysis revealed a separation between the pebax and the third electrode, and reddish material was observed inside. A manufacturing record evaluation was performed for finished device number 31638820l, and no internal actions related to the reported complaint condition were identified. The separation of the pebax could be related to the broken tip issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax separation is related to the manufacturing process of the device. The instructions for use (IFU) contain the following information: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal action was created for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch® sf uni-directional navigation catheter approved under p030031/s078. A video was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the video provided by the customer, the pebax of the catheter was observed; however, no damages or anomalies can be identified on the video; therefore no results can be obtained from the video. A manufacturing record evaluation was performed for finished device number 31638820l, and no internal actions related to the reported complaint condition were identified. The customer complaint was not confirmed based on the video received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and prior to the operation the medical team identified that the tip of the catheter was found damaged (cracked) when the package was just opened. A second device was used to complete the operation. There was no adverse event reported on patient. Device was not used in patient.